Manufacturer narrative:
Initial reporter address: (B)(6). Contact office address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set with duo-vent spike leaked from a crack at the lower y-site. This occurred during chemotherapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.